Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage / failure to occlude (close) fallopian tube(s)') in an adult female patient who had essure (batch no. 918038-notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia. Concurrent conditions included morbid obesity and blood pressure high. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain/chronic pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), cystitis ("bladder infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), fatigue ("fatigue"), dysuria ("other injury(ies) or complication please describe: painful urination dysuria"), inflammation ("inflammation"), menstruation irregular ("irregular menses"), bladder pain ("bladder pain") and complication of device removal ("were you advised of any complications from your essure removal procedure? Yes") and was found to have weight increased ("weight gain / loss/ weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) ,oophorectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, pelvic pain, dysmenorrhoea, vaginal discharge, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, weight increased, fatigue, dysuria, inflammation, menstruation irregular, bladder pain and complication of device removal outcome was unknown, the vaginal infection and cystitis had resolved and the migraine was resolving. The reporter considered bladder disorder, bladder pain, complication of device removal, cystitis, device breakage, dysmenorrhoea, dysuria, fatigue, inflammation, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: trailing coils: left 2 right 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 59 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (right tube occluded), other (please describe) right occlusion, left failure to occlude.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage / failure to occlude (close) fallopian tube(s)') in an adult female patient who had essure (batch no. 918038 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia. Concurrent conditions included morbid obesity and blood pressure high. On (B)(6)2012, the patient had essure inserted. In 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain/chronic pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), cystitis ("bladder infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), fatigue ("fatigue"), dysuria ("other injury(ies) or complication please describe: painful urination dysuria"), inflammation ("inflammation"), menstruation irregular ("irregular menses"), bladder pain ("bladder pain") and complication of device removal ("were you advised of any complications from your essure removal procedure? Yes") and was found to have weight increased ("weight gain / loss/ weight gain / loss specify which one: weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) ,oophorectomy (bilateral)). Essure was removed on (B)(6)2013. At the time of the report, the device breakage, pelvic pain, dysmenorrhoea, vaginal discharge, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, weight increased, fatigue, dysuria, inflammation, menstruation irregular, bladder pain and complication of device removal outcome was unknown, the vaginal infection and cystitis had resolved and the migraine was resolving. The reporter considered bladder disorder, bladder pain, complication of device removal, cystitis, device breakage, dysmenorrhoea, dysuria, fatigue, inflammation, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: trailing coils: left 2 right 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 59 kg/sqm. Hysterosalpingogram - on (B)(6)2012: unilateral occlusion (right tube occluded), other (please describe) right occlusion, left failure to occlude.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-dec-2019: plaintiff fact sheet was received. Event added from pfs- complication of device removal. And previously reported event- weight fluctuation updated to event- weight gain. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage / failure to occlude (close) fallopian tube(s)') in an adult female patient who had essure (batch no. 918038 - not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia. Concurrent conditions included morbid obesity and blood pressure high. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain/chronic pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), cystitis ("bladder infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), weight fluctuation ("weight gain / loss"), fatigue ("fatigue"), dysuria ("other injury(ies) or complication please describe: painful urination dysuria"), inflammation ("inflammation"), menstruation irregular ("irregular menses") and bladder pain ("bladder pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) ,oophorectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, pelvic pain, dysmenorrhoea, vaginal discharge, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, weight fluctuation, fatigue, dysuria, inflammation, menstruation irregular and bladder pain outcome was unknown, the vaginal infection and cystitis had resolved and the migraine was resolving. The reporter considered bladder disorder, bladder pain, cystitis, device breakage, dysmenorrhoea, dysuria, fatigue, inflammation, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: trailing coils: left 2 right 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 59 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (right tube occluded), other (please describe) right occlusion, left failure to occlude.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : chronic pelvic pain, dysmenorrhea and irregular menses. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage / failure to occlude (close) fallopian tube(s)') in an adult female patient who had essure (batch no. 918038) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia. Concurrent conditions included overweight and blood pressure high. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain/chronic pelvic pain") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), cystitis ("bladder infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), weight fluctuation ("weight gain / loss"), fatigue ("fatigue"), dysuria ("other injury(ies) or complication please describe: painful urination dysuria"), inflammation ("inflammation"), menstruation irregular ("irregular menses") and bladder pain ("bladder pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) ,oophorectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dysmenorrhoea, pelvic pain, vaginal discharge, weight fluctuation, fatigue, dysuria, inflammation, menstruation irregular and bladder pain outcome was unknown, the vaginal infection and cystitis had resolved and the migraine was resolving. The reporter considered bladder disorder, bladder pain, cystitis, device breakage, dysmenorrhoea, dysuria, fatigue, inflammation, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: trailing coils: left 2 right 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 59 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (right tube occluded), other (please describe) right occlusion, left failure to occlude. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : chronic pelvic pain, dysmenorrhea and irregular menses. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs received. Lot number and lab data added. Concomitant condition added. Events : device breakage / failure to occlude (close) fallopian tube(s), abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal) type: vaginal, bladder infection, bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), pain ,vaginal discharge, weight gain / loss, fatigue, other injury(ies) or complication please describe: painful urination dysuria, inflammation, chronic pelvic pain, irregular menses were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.